Event description:
It was reported that the ventilator had an issue. No more information was available. The patient involvement is unknown. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator had an issue. Identification of issue has been done by analyzing problem description and communication with field service engineer (fse). According to the information provided by the technician, the damaged monitor was noticed during preventive maintenance. However, the repair was cancelled by the customer. The issue has been decided to be reported based on available information (no logs or no information about faulty part at the time of taking the decision were available), as the initial description might have underlying causes which represent a reportable event. In the further process of complaint handling it has been identified, that the issue was related to physically damaged monitor. The problems such as the one described here are not safety related. There was no patient involvement. The root cause to the reported issue has not been determined. The correction of field #h8 usage of device was required. This is based on the internal evaluation. #h8 usage of device: previous usage of device: unknown; corrected usage of device: reuse.

Event description:
Manufacturer's ref. #: (B)(4).